Event description:
It was reported that the patient presented for follow up in the clinic. Upon device interrogation, it was noted that the right ventricular (rv) lead had become dislodged, resulting in oversensing and inappropriate detection of ventricular tachycardia and ventricular fibrillation. Consequently, the implantable cardioverter defibrillator (ICD) delivered inappropriate therapies, leading to premature battery depletion to 50%. The rv lead and the ICD were explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events of lead dislodgement, inappropriate shock, and over sensing noise were not confirmed. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/tissue. Final analysis found the inner coil was over-torqued inside the connector region consistent with procedural damage. No other anomalies were found.